Event description:
An eye surgery center reported a broken haptic during an intraocular lens (iol) implant procedure. Additional information was received from the surgery center nurse administrator, who reported that the inferior haptic broke off where the haptic meets the optic when the lens was entering the eye. When the lens was removed, a posterior capsule tear occurred and a vitrectomy was required. The procedure was completed with a three piece iol. The surgeon indicated the use of an incorrect viscoelastic during the implant procedure.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Additional information indicated an approved cartridge was used with an approved handpiece; however, an unapproved viscoelastic was used. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause for the damage, our observation reasonably suggest that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. Additional information indicated a failure to follow the dfu. The account used an unapproved viscoelastic. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).